Event description:
Additional information: as of the date of this report patient continued to have concerns with device or therapy, and was working with the healthcare provider.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they recently had surgery to relocate their infusion pump to another location in the body. Per patient, the pump was placed on the same side of the body as the stimulator and very close in proximity. Patient reported there was swelling around the pump and stimulator. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model#8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).